Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(6) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(6) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the system patient at cr software was not showing. A technical support specialist had conformed customer was non-responsive to attempts to follow up for more information. Case was closed. No response from the customer after multiple attempts.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower didn't show up patient at the facility cabinet. There were no adverse events or injuries reported based on this incident.